Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. A review of the pump history indicated that 'loss of prime' alarms had occurred. The 'loss of prime' alarm was found to be working properly during investigation. A review of the pump history indicated that an 'empty cartridge' alarm occurred. Daily insulin delivery totals from (B)(6)2010 to (B)(6)2010 were found to be decreased due to the user not resuming insulin pump therapy directly following the 'empty cartridge' alarm and 'loss of prime' warning.

Event description:
The pt's mother reported that the pt has been having elevated blood glucose levels (500-600 mg/dl) frequently over the past week.